Event description:
The device was returned to the manufacturer due to power on reset, and charge time increase/time out. It was noted that the patient underwent an MRI. The device was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.